Event description:
It was reported that unacceptable threshold was noted. After programming changes were made, loss of capture was observed. Patient is pacemaker dependent. Additional programming changes were made. The patient will be monitored remotely. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).